Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary, there was difficulty crossing the lesion. The mildly calcified lesion was located in the left anterior descending artery. The physician attempted to deploy the taxus liberte (mr) ous - 32 x 3.00mm stent in the circumflex; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis revealed the stent moved and stent damage.

Manufacturer narrative:
(B)(4). The taxus liberte device was received with the stent protector that is placed on the stent in final packaging was partially loaded unto the stent and the product mandrel was partially loaded in the product lumen, indicating it was removed and replaced. There was contrast in the inflation lumen. The stent had moved on the balloon 1mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There was no indication the device was subjected to positive (inflation) pressure. Several stent struts on the proximal end were stretched and bent. There was distal tip damage. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).